Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the hose clamp on the manifold-pe was leaking and needed to be replaced. Additional malfunctions were the inlet filter was dirty and the blue zip tie for the manifold-pe was leaking and needed replaced.